Manufacturer narrative:
On january 28, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 510cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with a 510cc mentor memorygel breast implant on the left side, suffered left breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed via physical consultation. As a result, the patient underwent bilateral capsulectomy, bilateral removal and then bilateral replacement with two unspecified implants on (B)(6) 2020.

Manufacturer narrative:
On february 11, 2021, mentor received the following additional information: the patient suffered baker grade 4 encapsulation of bilateral breasts and also bottoming out of the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2021, mentor became aware that the patient has undergone bilateral replacement with the following devices: (left) 555cc mentor memorygel breast implant catalog: 3507555mc, lot: 9441168, sn: (B)(6) and (right) 555cc mentor memorygel breast implant catalog: 3507555mc, lot: 9441168, sn: (B)(6). In addition, mentor also became aware that the patient also experienced right breast capsular contracture (baker grade ii), post-procedure. The right breast complication will be reported under mrn: 1645337-2021-00708. On january 21, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.